Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to dislodgment and high pacing thresholds. This ra lead was successfully replaced. No additional adverse patient effects were reported.